Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a site change, with an initial sensor reading of 334 mg/dl and a manual blood glucose of 255 mg/dl used for calibration; the user reported elevated glucose above 180 mg/dl for about one hour, no alerts above 300 mg/dl for over 90 minutes, no back-up therapy, no ketone testing, and no medical intervention, and was using a teflon 23" infusion set. Symptoms included hyperglycemia without associated complications. Outcomes included no medical intervention, no assistance required, and no hospitalization. Investigation included troubleshooting and education on calibration and monitoring. Investigation of this case revealed no device alerts over the specified duration and no identified device malfunction, with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was unable to be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.